Event description:
The hcp reported the pt's pump was malpositioned in the right lower quadrant of the abdomen. The pt's symptom was pain in the lower abdomen. The hcp performed a pump pocket revision in which a new dacron sleeve was placed on the pump and the pump was repositioned and anchored to the surrounding tissue. After the pocket revision, the hcp refilled the pt's pump with dilaudid (8.0 mg/ml) and 1% xylocaine. An appropriate bridge bolus was administered and the continuous infusion rate was increased to 3.0 mg/day. The hcp released the pt from the hospital in stable condition.